Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. The customer's blood glucose had been as low as 33 mg/dl and as high as 460 mg/dl. The customer expressed thirst and dizziness as symptoms related to her high blood glucose. The customer treated her high blood glucose with insulin pump therapy. While troubleshooting, the customer stated that the drive support cap appeared normal and that there were no air bubbles observed. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.